Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach dental floss ultra clean 27m (route: dental, lot number 2833d, expiration date and indication unspecified). The consumer used the device regularly and the floss cutter came off whenever the consumer used the device. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on 25-may-2015 for a device product that is considered same/similar to a us marketed device (reach j&j floss ultraclean 30yd). This closes out this report unless additional follow up information is received.